Event description:
The nurse (rn) inserted a size 6 french edi nava catheter via the patient's mouth without difficulty for management of mechanical ventilation. Two days later, infant had a change in condition; diagnosed with esophageal perforation into the mediastinum. The manufacturer representative was on-site a few days after the event occurred.